Event description:
Event: blood loss. Case details: a type I endoleak was noted at the left inferior attachment site and resolved with the placement of a 14x40 wallstent placed across the distal attachment. 2500cc blood loss was noted during the case, attributed to a broken sheath valve.